Manufacturer narrative:
Insulin pump received with blank display due to missing battery tube spring and corroded battery tube noted. Unable to confirm low battery alert and unable to perform any tests due to blank display.

Event description:
It was reported that the insulin pump battery depleted in a day. Customer blood glucose level was 150 mg/dl. No further details given. The device will be returned for analysis.